Event description:
The manufacturer received information alleging the device failed an active exhalation test step during testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device by the manufacturer's field service engineer (fse), the three-way solenoid valve and proportional valve were replaced to address the issue.